Event description:
The pump contained a "combo" of several drugs, one of which was baclofen. The hcp turned the pump down by 10%.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
It was reported that the hcp suspected a potential overdose. The patient's symptoms included shallow breathing and a seizure. Per re porter the patient responded to narcan. The patient was increased on 1/11, but did not have symptoms until today. The family of the patient did not believe that the patient was taking anything orally that might have caused symptoms. The plan was to turn the pump down 15%. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter: model# 8731sc, (B)(4), implanted: (B)(6) 2011, explanted: unknown; programmer: model# 8835, (B)(4).